Manufacturer narrative:
(B)(4). The reported condition of pca ii pump with a condition of non-delivery was not confirmed nor reproduced due to customer refusal to return the device. Therefore, the pump was not evaluated, and no repairs were made to fix the reported condition. A device history review revealed that data has been discarded per retention period standards. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported a pca ii pump with a condition of non-delivery. "Patient controlled analgesia (pca) pump appeared as though infusing, but medicine was not being infused. No alarm sounded." The process step is unknown. Patient involvement was reported. There was no reported patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The customer has refused to return the device. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.